Event description:
It was reported that the patient had post cardiorespiratory arrest state of 2-6 minutes due to hypoxia. The implantable neurostimulator (ins) was turned off for 24 hours and restarted the following day. This event resulted in a permanent impairment of a body structure or body function and hospitalization, yet the issue resolved without sequelae. Assessment made by a different investigator determined the etiology was possibly related to the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.